Event description:
It was reported that the filters were removed from the patient in an open state. A transcatheter aortic valve replacement procedure was being performed and a sentinel cerebral protection system (cps) was selected for use. The sentinel cps was placed in the patient anatomy and the proximal and distal filters were opened. When attempting to close the filters for removal, the filters would not close. The sentinel cps was removed from the patient's anatomy with the filters open. No patient complications occurred.